Event description:
It was reported that during an implant procedure, the physician stated the right ventricular lead helix did not seem to be completely retracted. The lead was removed from the patient, inspected, and the helix retracted. The lead was then implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.